Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported patient effect of dissection is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with a proglide device using the pre-close technique via a 6f sheath prior to a thoracic aorta stenting procedure. Reportedly, the sheath was upsized to 14f and the procedure was completed. Two additional proglide were sutures were placed to achieve hemostasis; however, hemostasis was not achieved. A dissection was noticed and treated with balloon angioplasty. Manual arterial compression was used to achieve hemostasis. There was a reported clinically significant delay in the procedure and therapy. Hospitalization was prolonged. No additional information was provided.